Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in resetting the pump, and the customer was able to continue using it. The same malfunction did not recur, and the customer was advised to contact support if any issues arose again.